Event description:
It was reported by the customer's father, that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected motor error alarms, off no power anomalies, low battery alarms or noise anomalies noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, motor test and off no power test. The operating currents were in specification. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump had corroded battery cap contact noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.